Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and mildly calcified mid right coronary artery. A 2.50mm x 20mm nc emerge balloon catheter was advanced for dilation. However, during the first inflation at 12 atmospheres in less than 10 seconds, the balloon ruptured. The balloon was removed, and the procedure was completed with a different device. There were no patient complications reported.